Manufacturer narrative:
A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, and luered tubing's and infusion ports. The balloons were examined and there were no tears, balloons bond detachment or rupture. All luered flushed as intended. Additionally, it was observed that the proximal luer capped was clogged. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted at the distal balloon. Balloons were able to deflate without difficulties. No abnormalities with the catheter were seen which may have contributed to the symptoms for the pinhole leak. Additionally, lumen crosstalk test was performed and no issues were noted. The customer reported complaint of a catheter leak was confirmed during functional testing. The root cause of the reported issue could not be determined, however the likely root cause was due to the ivc filter used on the patient or due to a latent material defect. The IFU contraindicate use of icy catheters in the patients with vena cava filters. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 67631.

Event description:
During patient use customer reported an air trap alarm. The icy catheter had been placed on the left femoral for 3 days for icp control and fever management with target temperature of 98.6 and the same target temperature before the reported issue occurred. The attending nurse reported that a blood tinged found on the startup kit and the saline bag was found empty and noted no fluid around the machine. The attending nurse was instructed to place machine in standby mode, flushed in port with saline. The attending nurse noted that there was some fluid with air bubbles from the out port. Further review of the patient determined that the catheter issue is related to an ivc filter used on the patient. The catheter was replaced to continue the treatment. No patient harm or consequences was reported on this event.